Event description:
It was reported that during the use of the product (a warming tube), leakage of fluid at the part where the fluid infusion set and the warming tube. A further observation revealed a crack in the warming tube. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. Device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect any damage that could cause condition reported. After visual inspection was performed, a broken issue was observed in the luer lock adapter of the sample unit. Trend analysis for this failure mode determined the supplier was at fault. The possible cause was traced to manufacturing. A scar was opened to the supplier regarding possible corrective action for failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).